Event description:
Customer called lfs alleging that the meter was reading inaccurately low and reported the test strip confirmation dots were peach in color and would turn brown after the blood was applied, instead of the blue toned color displayed on the vial's color chart. Customer explained they were feeling low and obtained a blood glucose result of "1 mg/dl", re-tested and obtained a "5 mg/dl". Time difference was not provided. Customer explained they were seen in the emergency room. No treatment from the ER was reported. Did indicate that the temperature in the room was higher than range and the air in the room where testing was performed was himid, however, the test strips had not been opened for more than 4 months, expired or stored improperly. The strips may have been reading inaccurately low due to the pink confirmation dot, as opposed to the normal white color. It is unclear when customer went to the ER and if received treatment or if there was any adverse event or serious injury. Mailed letter because MFR was unable to successfully reach customer after two attempts.